Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do we have permission to reach out to your surgeon to ask the below questions? If yes, what is the surgeons name with contact information? When we reach out to the surgeon, they will ask for you date of birth, what is your date of birth? (B)(6) has given permission to reach out to my surgeon for questions regarding my linx. (B)(6), (B)(6) 1969. Surgeon: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient is wanting to have a linx device explanted. The patient is having dysphagia and is on medication. One month after the implant, the patient had to have to device stretched.

Manufacturer narrative:
(B)(4); date sent: 5/2/2023. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Customer had these test done prior to the linx. Late 2018. Needs to know the process and unsure why she needs to have these test done. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Unknown of the results. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Believes she did have a hiatal hernia that was repaired at the time of procedure. Were there any other contributing factors that led to the dilation of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for dilation of the linx device? It was not opening an closing like it should have. Is there a date of explant scheduled? No. If yes, what is the date of explant?

Manufacturer narrative:
(B)(4). Date sent: 5/18/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 18786, and no related nonconformances were identified.